Event description:
It was reported that the device would not charge defibrillation energy and had several fault codes logged in the memory. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4) physio-control evaluated the device and observed several fault codes logged in the memory, but found no device failure. The fault codes did not return after clearing. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. The root cause of the reported issue is not determined.